Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the jaws load would not obey commands from the handle. Surgeon inserted the stapler and articulated around stomach. Pulled back the handle and it disconnected from adapter. Inserted handle back onto adapter and reload/jaws would not reset/straighten. Tried toggle and no movement. Tried reset of stapler by holding both fire buttons. It reset but jaws did not straighten or move. Surgeon again tried toggle to straighten jaws with no luck. Used manual retraction tool to straighten jaws. Reattached loading unit and adapter separately and everything worked for rest of case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there was no visible damage to the exterior of the handle. Functionally, the back handle housing was removed and the internals of the handle was investigated. There was no indication of any damage or contamination. The organic light-emitting diode (oled) jumper wire, 44 pin flex cable, q12 transistor, battery board flex connection cable, main pcba battery board, and daughter pcba battery board were all investigated and there was no confirmation for cause of handle resetting. There were no continuity issues on any of the connections for the oled jumper wire, 44 pin flex cable, and the battery board flex cable. The capacitor was implemented to prevent the handle from resetting due to rfi or emi, was measured, and found to be within specification, and not shorted. A review of the system logs showed that in log 115 the returned adapter was connected. There was no indication of any issues articulating the reload. Log 115 ends abruptly with no restart command of any kind. Log 116 initializes with external pin reset and the handle is able to fire the multiple use loading unit (mulu) with no issues. The issue was resolved by attaching the handle to a representative clamshell and adapter. It fired successfully on fixture and stopped firing at the spec ified max firing force. The handle was able to articulate a reload without any issues. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the jaws load would not obey commands from the handle. Surgeon inserted the stapler and articulated around stomach. Pulled back the handle and it disconnected from adapter. Inserted handle back onto adapter and reload/jaws would not reset/straighten. Tried toggle and no movement. Tried reset of stapler by holding both fire buttons. It reset but jaws did not straighten or move. Surgeon again tried toggle to straighten jaws with no luck. Used manual retraction tool to straighten jaws. Reattached loading unit and adapter separately and everything worked for rest of case. There was no patient injury.